Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and oophorectomy ('oophorectomy') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 1 year after insertion of essure. In february 2012, the patient experienced back pain ("back pain"), abdominal distension ("bloating"), fatigue ("other injuries/symptoms: fatigue"), gastrooesophageal reflux disease ("acid reflux") and abdominal pain upper ("stomach pain"). In (B)(6) 2017, the patient experienced anxiety ("anxiety"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal pain lower ("lower abdominal pain"), gastrointestinal haemorrhage ("gi condition- bleeding") and dyspepsia ("digestion issue"), underwent oophorectomy (seriousness criterion medically significant) and was found to have hormone level abnormal ("other injuries/symptoms: hormonal changes"). The patient was treated with surgery (hysterectomy full). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, back pain, hormone level abnormal, abdominal distension and fatigue had resolved and the oophorectomy, anxiety, dysmenorrhoea, gastrooesophageal reflux disease, abdominal pain upper, gastrointestinal haemorrhage and dyspepsia outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, anxiety, back pain, dysmenorrhoea, dyspepsia, fatigue, gastrointestinal haemorrhage, gastrooesophageal reflux disease, hormone level abnormal, oophorectomy and pelvic pain to be related to essure. The reporter commented: plaintiffs received treatment for pelvic pain, abdominal pain, back pain, psych injury, hormonal changes, gi conditions, fatigue. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-mar-2020: pif received. New event added: oophorectomy. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)2011, the patient had essure inserted. On (B)(6)2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 1 year after insertion of essure. In (B)(6)2012, the patient experienced back pain ("back pain"), abdominal distension ("bloating"), fatigue ("other injuries/symptoms: fatigue"), gastrooesophageal reflux disease ("acid reflux") and abdominal pain upper ("stomach pain"). In (B)(6)2017, the patient experienced anxiety ("anxiety"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal pain lower ("lower abdominal pain"), gastrointestinal haemorrhage ("gi condition- bleeding") and dyspepsia ("digestion issue") and was found to have hormone level abnormal ("other injuries/symptoms: hormonal changes"). The patient was treated with surgery (hysterectomy full). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, abdominal pain, back pain, hormone level abnormal, abdominal distension and fatigue had resolved and the anxiety, dysmenorrhoea, gastrooesophageal reflux disease, abdominal pain upper, gastrointestinal haemorrhage and dyspepsia outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, anxiety, back pain, dysmenorrhoea, dyspepsia, fatigue, gastrointestinal haemorrhage, gastrooesophageal reflux disease, hormone level abnormal and pelvic pain to be related to essure. The reporter commented: plaintiffs received treatment for pelvic pain, abdominal pain, back pain, psych injury, hormonal changes, gi conditions, fatigue. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2011: bilateral occlusion. Most recent follow-up information incorporated above includes: on 23-dec-2019: pfs received- pt of the event psychological trauma was updated into anxiety, gi conditions was updated into bloating, new event acid reflux, gi bleeding, digestion issues and dysmenorrhea were added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 1 year after insertion of essure. In (B)(6) 2012, the patient experienced back pain ("back pain"), abdominal distension ("bloating"), fatigue ("other injuries/symptoms: fatigue"), gastrooesophageal reflux disease ("acid reflux") and abdominal pain upper ("stomach pain"). In (B)(6) 2017, the patient experienced anxiety ("anxiety"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal pain lower ("lower abdominal pain"), gastrointestinal haemorrhage ("gi condition- bleeding") and dyspepsia ("digestion issue") and was found to have hormone level abnormal ("other injuries/symptoms: hormonal changes"). The patient was treated with surgery (hysterectomy full). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, back pain, hormone level abnormal, abdominal distension and fatigue had resolved and the anxiety, dysmenorrhoea, gastrooesophageal reflux disease, abdominal pain upper, gastrointestinal haemorrhage and dyspepsia outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, anxiety, back pain, dysmenorrhoea, dyspepsia, fatigue, gastrointestinal haemorrhage, gastrooesophageal reflux disease, hormone level abnormal and pelvic pain to be related to essure. The reporter commented: plaintiffs received treatment for pelvic pain, abdominal pain, back pain, psych injury, hormonal changes, gi conditions, fatigue. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2020: quality safety evaluation of ptc(product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), psychological trauma ("psych injury"), gastrointestinal disorder ("other injuries/symptoms: gi conditions") and fatigue ("other injuries/symptoms: fatigue") and was found to have hormone level abnormal ("other injuries/symptoms: hormonal changes"). The patient was treated with surgery (hysterectomy full). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, back pain, hormone level abnormal, gastrointestinal disorder and fatigue had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, back pain, fatigue, gastrointestinal disorder, hormone level abnormal, pelvic pain and psychological trauma to be related to essure. The reporter commented: plaintiffs received treatment for pelvic pain, abdominal pain, back pain, psych injury, hormonal changes, gi conditions, fatigue. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: bilateral occlusion. Most recent follow-up information incorporated above includes: on 16-sep-2019: plaintiff fact sheet was received. Previously reported event injury was replaced with new events: pelvic pain, abdominal pain, back pain, psych injury, hormonal changes, gi conditions, fatigue. Reporter information, date of birth, essure removal date, lab data were added. Device category changed from device other event to incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.